Event description:
It was reported during a surgery, the surgeon used the aculoc2 plate and inserted the locking screw when the driver tip broke. The surgeon removed the broken piece. The surgery was completed with no delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00002 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch 318342) was examined visually under magnification. There was no driver tip returned. The returned driver was confirmed to have batch number 318342. The overall driver length was measured to confirm fracture point. The driver measured 2.691", indicating that approximately 0.059" of the driver's tip broke off. A torsional fracture pattern was found at the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.